Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via uf/importer report#: (B)(4). Rn went to return blood from crrt set before disconnecting. Rn spiked a 500ml bag of ns with the non-vented dispensing pin that is the device used to return the blood. The crrt set pulled air into the set, and it was noted that the dispensing pin was not functioning properly. The bag was spiked appropriately; however, no ns was coming out of the bottom. The rn stopped the action of the blood return and disconnected the crrt.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This report is being submitted to update section h10.